Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the atrial lead was exhibiting low pacing impedance and oversensing noise that triggered inappropriate mode switches. The right ventricular lead was exhibiting out of range impedance issues. No changes or intervention was reported. The patient was in stable condition.